Event description:
We took a trip to (B)(6) in (B)(6) 2023, months on the first flight my sugar dropped dangerously low. I had to drink 4 cokes and eat a bag of jellybeans just to keep it in the 70 range. I removed my pump until we were done flying and then it corrected.